Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that during a reverse total shoulder case at hospital performed by surgeon, the humeral stem pin punch was broken during insertion. The fragmented piece was able to be retrieved intact and the case was completed with no adverse patient results noted. This instrument was removed from set #4 that originated from the distribution center and discarded, so a replacement will need to be shipped to them so that the tray can be completed." The product was not returned to medtech orthopaedics , however photos were provided for review. See attachment ((B)(4) stem pin punch for inhance product complaint, (B)(4) device photo ad 11 feb 2025). The photo investigation revealed that [620101121, humeral stem pin punch] has been broken . The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended user error. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the [humeral stem pin punch] would contribute to the complained device issue. Based on the investigation findings, the humeral stem pin punch, has broken because of unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that during a reverse total shoulder case at hospital performed by surgeon, the humeral stem pin punch was broken during insertion. The fragmented piece was able to be retrieved intact and the case was completed with no adverse patient results noted.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.